Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the hepatic aneurysm using pod packing coils (pod pc), a lantern delivery microcatheter (lantern), and angiographic catheter. During the procedure, the physician placed ruby coils in the target vessel using the lantern. While attempting to advance a pod pc into the target location, the physician noticed the lantern had kicked out of the vessel. It was also reported that access to the vessel was unstable with the lantern and angiographic catheter had moved a few times prior. The pod pc was re-sheathed and the physician repositioned the lantern back into the target location. Subsequently, the pod pc was placed at the hub in the rotating hemostasis valve (rhv); however, while attempting to advance the pod pc, the coil would not advance out of the introducer sheath. Therefore, the pod pc was removed. The procedure was completed using new ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.